Event description:
02048. Premature infant in intensive care nursery. Had an umbilical arterial catheter and umbilical venous catheter in place. During removal of the umbilical arterial catheter, the infant arrested. Found to have a pericardial effusion which required immediate pericardial centesis. Infant successfully resuscitated.